Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent midline lumbar fusion due to degenerative disc disease and radiculopathy. Intra-op, the pituitary broke. No fragment of the broken product remained inside the patient. There were no patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the screw of the upper shaft is missing. Without the screw, the shaft will not pivot to open the jaw of the pituitary. It was unable to determine root cause of missing screw. If information is provided in the future, a supplemental report will be issued.